Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The frame was returned to the manufacturer for evaluation. Testing found that one led on the unit was not firing to the camera. However, it was noted that the frame displayed good geometry and divot error readings and tracked without issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. There was no patient involvement. It was confirmed one led light went out (also reported as not recognized) during a maintenance check. Frame replacement was scheduled for a later date.